Manufacturer narrative:
During testing the device did not deliver a dose when the button on the bolus cord was pressed. This was found to be due to a broken bolus jack. Further testing found the device alarmed with a 11/004 (less than 2.0 volts measure on lithium battery input) service alarm code. This was due to a depleted lithium battery. The cause of the broken bolus jack was use in the customer environment. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During verification testing at the service center the device did not deliver a dose when the button on the patient bolus cord was pressed.